Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was questioned whether the device had premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was questioned whether the device had premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).